Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - amlodipine, aspirin, naproxen, simvastatin, tamsulosin, triamcinolone. (B)(6). (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015, the patient underwent treatment of an 87.8 mm abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported the right internal iliac artery was covered and/or embolized during the procedure. On (B)(6) 2015, follow up imaging showed the aneurysm measured 58 mm. On (B)(6) 2016, follow up imaging showed the aneurysm measured 88.2 mm with evidence of a type ii endoleak originating from a patent lumbar vessel. On (B)(6) 2016, follow up imaging showed evidence of a type ii endoleak. The same day, liquid polymer embolization was performed to treat the endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.